Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The permanent cautery spatula instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. A site history was performed and no related complaints were found. System logs showed that the permanent cautery spatula instrument was last used on system# sk2760 on (B)(6) 2020 and had 4 lives remaining. No image or video was provided for review. Based on the information provided at this time, this complaint is being reported because the permanent cautery spatula instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. Although there was no reported patient injury reported, if the event were to recur, it could potentially cause or contribute to an adverse event. Follow-up was attempted, but the patient information was either unknown or unavailable. The expiration date is not applicable. Implant date is not applicable because the product is not implantable. Initial reporter is unknown.

Event description:
It was reported that during central processing, the permanent cautery spatula had a broken cable. There was no patient involvement. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.